Event description:
It was reported by the customer that the reservoir's o-rings had fallen off. The customer stated that when they removed the plunger from the reservoir, the o-ring came off and they lost 200 units of insulin. Customer's blood glucose level 90 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.